Manufacturer narrative:
Mentor became aware that the patient¿s breast prosthesis from lot #9754418 is the ruptured device and the breast prosthesis from lot #7589414 was intact. Coding has been updated accordingly. Block b1 ¿is product problem¿ no longer applies to this report nor does h6 medical device problem code material rupture (a0412). Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 24-dec-2025, mentor received additional information about the event: rupture of the patient¿s right breast prosthesis was discovered during explant surgery. Block b1 ¿is product problem?¿ was checked and block h6 medical device problem code was updated. The patient¿s explanted breast prostheses were replaced with mentor gel breast prostheses. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient who underwent a primary breast augmentation procedure with a mentor memorygel xtra breast implant 465cc gel breast prosthesis (left device) and a mentor memorygel xtra breast implant 380cc gel breast prosthesis (right device) developed baker grade IV capsular contracture in both breasts post implantation. As a result, the patient underwent bilateral explantation on (B)(6) 2025. This medwatch report is for the patient¿s right breast prosthesis.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).